Event description:
Physician using "bone marrow aspiration needle w/blunt tip stylet" on a spinal procedure. In the process of removing the needle, the handle broke off. He continued to attempt to remove the needle using sterile surgical pliers, but with every attempt the needle broke further until it was flush with the tissue. After multiple attempts, he continued the procedure, and before completion tried once again to remove the needle and was successful.